Manufacturer narrative:
Patient identifier: complete sid is (B)(6). This report is being filed on an international product, alinity I havab igg, list number: 8p26, that has a similar product distributed in the us, list number : 8p27. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive alinity I havab igg result on one patient. The sample was repeated and the results were nonreactive. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): on (B)(6) 2022 sid: (B)(6) initial result = 2.82 s/co, repeat results = 0.72 s/co, 0.65 s/co. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false reactive alinity I havab igg result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. In-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates that the reagent lot performs as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot number 37306be00 and complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. In-house testing of a retained reagent kit of the complaint lot was performed. All specifications were met and no false reactive results were obtained, indicating that the lot generates the expected results. Based on this investigation, no systemic issue or deficiency with the alinity I havab igg reagent, lot number 37306be00 was identified.this follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.